Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) being unable to advance the lead into the implantable neurostimulator (ins) despite several attempts. The hcp was advised to slightly back out the set screw and gently twist the lead while advancing. The lead would still not advance into the battery. The case was then aborted. It had been progressing normally until this event. The lead had been examined and was found to be in normal condition. It was wetted with water and dried and it was twisted while pressure was applied. No resolution was achieved. The product was then sequestered by the hospital. The patient was noted to be alive with no injury. The wound was closed and stage 2 was going to be rescheduled. Follow-up was performed to determine if the cause of the event was determined. This event will be updated if additional information is received.

Event description:
Additional information received from the rep reported the cause of the issue was never determined. However, the patient was rescheduled for another attempt at stage 2 and the lead advanced with no issues into a new ins. The patient was doing well at last follow-up.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) being unable to advance the lead into the implantable neurostimulator (ins) despite several attempts. The hcp was advised to slightly back out the set screw and gently twist the lead while advancing. The lead would still not advance into the battery. It was confirmed that the header bore was clear and the set screw was backed out of the bore. They were still unable to insert the lead into the implantable neurostimulator (ins). The contacts were visually inspected and it was confirmed that none looked out of round. The ins was rotated while inserting the lead it was wiped down with de-ionized water for lubrication. This did not resolve the issue. The rep did not have another battery to use. The rep said that they will evaluate. The location of the issue was at the header block. The case was then aborted. It had been progressing normally until this event. The lead had been examined and was found to be in normal condition. It was wetted with water and dried and it was twisted while pressure was applied. No resolution was achieved. The product was then sequestered by the hospital. The patient was noted to be alive with no injury. The wound was closed and stage 2 was going to be rescheduled. Follow-up was performed to determine if the cause of the event was determined. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.